Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guide wire was unraveled. The analyst noted that the lead was received with the tip of the guide wire that was used stuck in the tip of the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty advancing the guidewire through the left ventricular (lv) lead's lumen, and the guidewire became stuck in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.